Manufacturer narrative:
The customer¿s reported complaint of the source device not alarming when air in the line was below the pump module was not confirmed or replicated during the investigation. Log analysis results from the device event logs confirmed the presence of several ail alarms prior to the programmed infusion originated on 11 apr 2018. Results are indicative of the unit alarming for air in the line based on the air bolus limit setting. Asm air in line test and air in line threshold test protocol (dir 10000143385) results, confirm customer¿s pump module is in specification for ail sensor detection. Based on the customer¿s administration set used during the alleged incident, showing a stream of bubbles, it is suspected that the air bubbles identified in the tubing did not reach a large enough size for single air bolus or accumulated air detection threshold for air bolus limit setting of 250ul; accumulated air enabled. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). There was a report of patient involvement.

Event description:
The customer reported air in line below the pump and that an ail alert did not go off. Fluconazole was hung as a secondary, and normal saline was hung as the primary. There was no patient harm reported.